Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The partial device was returned for evaluation. The pusher was received with the marker band still attached. The implant coils were broken at the tie knot section. The reported complaint details state that the implant was stretched in the catheter during an attempt to resheath the unit; however, the catheter and implant were not returned for analysis. During the attempt to load the device back into the introducer sheath, the implant coil was broken. Based on the provided information and the product analysis, the complaint of a broken coil was confirmed. The investigation findings are consistent with the application of force that exceeded the tensile strength of the device/materials.

Event description:
It was reported that during a treatment for an anterior communicating artery aneurysm through a petrous internal carotid artery, 2-3 attempts were made to frame the aneurysm with the coil. The first few loops were successful; however, the coil was coming out in the parent vessel. During removal, the coil stretched and unexpectedly detached in the microcatheter. Both segments were removed together with the microcatheter. There was no reported intervention or patient injury.